Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb safety mechanism failed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of shield loose/ off was confirmed upon inspection of the sample. Analysis of the sample showed the safety shield activated and intact with the eclipse hub. The sample was inspected for damage, and none was observed on the needle shield or hub assembly portion. The eclipse hub outer diameter was measured and found at the lower end of specification, while the needle shield was near the nominal end. This could potentially result in a loose fit between the needle shield and the eclipse hub. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The smaller outer diameter was caused by residue from the color concentrate or resin adhering to the hub insert. During molding, this residue leads to a smaller hub rib dimension. Action had been taken to clean the eclipse hub inserts to remove the residue.